Manufacturer narrative:
(B)(4). This is a report of air in line where the patient improperly disconnected and reconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during drain 2 of 4 of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. During troubleshooting, it was discovered that the hp had disconnected and reconnected without pressing stop first. The hp stated that they did cap the patient line with a flexicap while they were disconnected. The technical service representative assisted with ending therapy. Proper procedures were reviewed with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.